Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed that the battery voltage is dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. Also, conservative modeling indicates that the device should support therapy for at least 14 days. The pulse generator should be replaced and returned. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that physician reviewed patient history and decided to turn device tachy therapy off. Also, patient was admitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed that the battery voltage is dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. Also, conservative modeling indicates that the device should support therapy for at least 14 days. The pulse generator should be replaced and returned. To date, the device remains in service. Additional information indicated that physician reviewed patient history and decided to turn device tachy therapy off. Also, patient was admitted. No adverse patient effects were reported. Additional information indicated that this device battery was fully depleted and could not test the existing lead. This device was explanted and replaced. No additional adverse patient effects were reported.